Event description:
The customer reported the ventilator remote alarm was not functioning. The ventilator is equipped with a remote alarm port allowing ventilator alarm conditions to be sounded at remote locations away from the ventilator. During ventilator use, failure of the nurse call alarm may result in no signal to the remote alarm station when the ventilator alarms during use. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement or harm. The manufacturer's field service engineer confirmed the reported problem. The service engineer reported the remote alarm test failed. The service engineer replaced the main pcb board to address the reported problem. Applicable final testing was completed and passed per operating specifications.